Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone17.2 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 586 mg/dl for an undisclosed period of wearing the pod. The patient¿s mother reported the bg levels kept going high even with corrections given. The pod was removed, and the cannula was found to be bent.

Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. Inspection of the device found no damage or deficiencies that would contribute to an improper insertion of the cannula. Inspection of the cannula found no bends or kinks. The cause of the reported event could not be determined.